Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2016 with the following findings. On investigation, the reported occlusion alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box history found records of occlusion alarm due to high force. Caps were not returned and using test caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported call service alarm. The force sensor calibration reading was within specifications. The pump casing was opened and no intermittent conditions were found on the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (occlusion issue) issue with random occlusion alarms. Reportedly, instruction for use was followed for infusion set insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.